Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2022-17405 and 3006705815-2023-00129. It was reported that the patient experienced ineffective stimulation following a traumatic event, and high impedances were subsequently discovered on the patient's leads. The patient's ipg was also found to be inoperable. Surgical intervention was undertaken in which the leads and the ipg were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.